Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The 85% stenosed, 28x3mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the delivery shaft was fractured. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A microscopic and tactile inspection of the hypotube, collar, distal shaft and tip were performed. Inspection revealed that a complete separation at the collar with the polytetrafluoroethylene (ptfe) pulled out from the collar, and a kink in the distal shaft located 18 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The 85% stenosed, 28x3mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the delivery shaft was fractured. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.